Manufacturer narrative:
(B)(4). Report source, foreign-event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. Howeve, trhe device cannula was blocked by a plug of cement, which prevented the monomer to flow inside the device cylinder.  Investigation concluded that the reported event was likely due to user error.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.